Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was found to be in safety mode during a routine check. It was recommended that this device be replaced. At this time, this crt-p remains in service and no adverse patient effects were reported.